Manufacturer narrative:
Analysis of the pump (B)(4) identified residue in the motor gear train. Analysis identified wearing on the lower shaft of gear number one and wearing on the upper shaft of gear number 2. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving baclofen via an implantable pump for an unspecified indication for use. It was reported that they were contacted by an hcp about pump a pump motor stall. The patient did not recently have magnetic resonance imaging performed. The patient had experienced some symptoms of withdrawal. Pump replacement was scheduled to occur on (B)(6) 2020. It was noted that another company representative would be covering the pump replacement. The company representative further reported on (B)(6) 2020 that an audible alarm was heard by the patient¿s mother who had contacted the hcp. The pump was interrogated with the clinician programmer tablet on (B)(6) 2020 where a motor stall was discovered. A motor stall occurred on (B)(6) 2020 and the pump was still in the motor stall as of (B)(6) 2020 before surgery. As per the logs a critical alarm regarding motor stall had occurred on (B)(6) 2020 at 3:24 am. The pump had been stopped for 55 hours and 21 minutes upon interrogation. The pump was replaced on (B)(6) 2020 and was to be returned to the manufacturer. No other interventions were taken. It was noted that as per the physician, elective replacement indicator wasn¿t for another 14 months. There were no noted environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. The pump administered lioresal with concentration 2000 mcg/ml at a dose rate of 1500 mcg/day using flex mode. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but would not be made available. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.